Event description:
Septum leakage, lost of drug. The surgeon assumed a septum defect.

Manufacturer narrative:
Upon completion of the investigation it was noted that the transaction logs of the pump (B)(4) were not provided. Device history record review. A DHR review was performed for the medstream pump 91-4200 sn: (B)(4), (lot#cplb1t) and it was observed that the lot met specifications when released on september 9th 2013. Expiry date: 2015-02. Data extraction. Data were extracted from the pump at receipt, and sent to the r&d for analysis. The pump was on stop infusion mode. The programmed flow rate, valve on time and compensation value have been verified and are conformed to the expected values. Visual investigation. The pump was returned as follows: 4 suture loops, approximately 10 punctures were observed on the filling septum, 3 holes observed on the bolus septum, no scratches observed on the outer parts of the pump, the pump was returned with 11ml of drug in the reservoir. Valve analysis. The pump was tested for valve cycle analysis. The valve cycle analysis test was performed. The calculation of the flow rate was based on the collected measured data from the flow rate measurement software. -1h at 37°c for a programmed flow rate of 0.30ml/day. The flow rate calculated with the measured values was 0.28 ml/day which was within the specification of 0.3ml +/-10%. The pump passed the valve cycle analysis test. Decontamination process. The pump was decontaminated using the wdry 134° prion cycle as requested. Septum leakage. The pump was tested for septum leak, the pump passed the test, no leakage was observed. No root cause identified. No problem identified, the pump functioned properly during investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.